Manufacturer narrative:
The MFR did not receive explanted devices, x-rays, or other source documents for review. The lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A clear correlation between the developed metal allergy of the pt and the product cannot be ruled out as it is already known for similar metal on metal devices from literatures (k. De smet, r. De hann, a. Callistri, p.a. Campbell, e. Ebramzadeh c. Pattyn, and h.s. Gill. Metal ion measurement as a diagnostic tool to identify problems with metal-on-metal hip resurfacing. Jbjs am. 2008; 90: 202-208). Our investigation has shown that metal ion measurements for the durom system are comparable to other mom devices in the market. An allergic reaction can be inherent post-operative side effect as stated in zimmer's IFU (d0110500213). This is unfortunately patient dependent and can occur with a low percentage rate with all kind of metal on metal based products. Should add'l info become available and/or the devices(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the pt underwent a total hip arthroplasty approx three years ago. Pt has experienced pain, metallosis and elevated cocr level and no evidence of radiographic loosening, but wanted to be revised.